Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation for one of the implanted leads. Reprogramming was unable to restore stimulation. X-rays did not identify a definitive fracture. Surgical intervention is to take place at a later date as the next course of action.

Event description:
Follow-up information indicated surgical intervention took place and the lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.